Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was shutting down on itself. The system was removed from service. There is no report of pt injury or death.